Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge vial. Visual inspection found optic deformed and haptic bent and deformed. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: investigation type 4110 - lens work order search - no similar complaint event(s) within associated lots were found. H6: method code 3331: device history record (DHR) review - based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #: (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - refractive surprise: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced refractive surprise and refractive change over time. The lens was explanted. The cause of the event was unknown.